Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had loss of stimulation and felt that the devices were not working properly. An impedance check revealed high impedances and only two contacts that were working. The physician assessed that there was a malfunction with the connector leads. The patient will undergo a revision.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4)description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial #: (B)(4)description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had loss of stimulation and felt that the devices were not working properly. An impedance check revealed high impedances and only two contacts that were working. The physician assessed that there was a malfunction with the connector leads. The patient will undergo a revision.

Manufacturer narrative:
Correction to the f/u #1 MDR should have been; additional information was received that the patient's lead had come undone from the splitters this was why there were multiple impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had loss of stimulation and felt that the devices were not working properly. An impedance check revealed high impedances and only two contacts that were working. The physician assessed that there was a malfunction with the connector leads. The patient will undergo a revision.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead was cut, and the proximal end was not returned. All cables were fractured at the bent/kinked sections of the lead body apparent a clik anchor site. There are no exposed cables. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that visual inspection found that the lead body was a fractured/kinked at the proximal end just before the retention sleeve and cables are exposed. X-ray inspection confirmed broken cables in the proximal end of the lead. The broken cable resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the devices passed all the required tests and revealed normal device characteristics. Sc-4316: device evaluation indicated that the device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient had loss of stimulation and felt that the devices were not working properly. An impedance check revealed high impedances and only two contacts that were working. The physician assessed that there was a malfunction with the connector leads. The patient will undergo a revision.